Event description:
A male with anatomical form suitable for endovascular repair underwent evar in 2008. The procedure progressed as labeled. Confirmatory angiography revealed a distal type I endoleak in the ipsilateral iliac leg graft. The physician considered that this resulted from incomplete sealing of the iliac leg graft. An additional iliac leg graft was placed extending the landing zone about 10mm. The endoleak was reduced, but not resolved. However, the physician thought the endoleak would seal itself after the heparin was reversed. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.